Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker exhibited far-r oversensing which resulted in inappropriate auto mode switch. No intervention was made. No patient's symptoms reported.